Event description:
The biomedical engineer reported the ventilator displayed a 35volt supply failure during checkout. A 35volt failure occurrence during operation in normal ventilation mode may result in a shutdown of the device. The ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device was out of warranty, the manufacturers product support engineer advised the customer to replace the power management pcb board to address the reported problem.

Manufacturer narrative:
Out of warranty; no request for manufacturers service.